Event description:
On (B)(6) 2012, the reporter from the orthopedic department contacted lifescan from the (B)(6) alleging the one touch verio pro meter was not powering on. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved at the time of troubleshooting since the reporter disconnected the call. Lifescan had contacted the reporter to continue with troubleshooting; however the reporter was not available at the time of the call. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the meter was not powering on. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.